Manufacturer narrative:
Duraseal was not returned for evaluation and valid lot number was reported, as such only a general review of DHR history could be performed: device history record (DHR) review: at the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Medical assessment: a medical assessment was provided by medical affairs and states the following: "the event is not device related to durepair, or duragen, or duraseal. On (B)(6) 2023, a 48 yo male diagnosed with chiari malformation type 1 was prepped for decompression procedure. Once bipolar cautery had shrunk the tonsil and "adequate csf flow¿ was confirmed, a dural patch (durepair) was sewn into the open dura using 4-0 nuralon stitches. The area was valsalva d and there was no leakage of fluid. Two other small pieces of duragen were placed over the dural opening, duraseal was used to put over the duragen." The cervical and cranial fascia was then closed with 0 vicryl, and the subcutaneous tissue closed with 2-0 vicryl. The skin was then closed with staples, and antibiotic ointment, telfa and tegaderm placed over the incision. On (B)(6) 2023, the patient was readmitted with acute headache and postop pain. Cerebrospinal fluid (csf) demonstrated infection and he was administered IV antibiotics. On (B)(6) 2023, the patient had a second procedure to diagnosis of csf leak, the operative notes indicate that "it was noticed he had some serosanguinous drainage upon discharge", and after the patient had arrived home, a pseudomeningocele developed and the patient began to have a significant fever. The patient returned to hospital when CT scan had confirmed a very large pseudomeningocele. Fever measured 107, and so the patient was returned to the or to evacuate the pseudomeningocele and repair the leak. The duragen and duraseal were removed, and bovine pericardial patch sewn in place with fibrin glue used over the dural suture line. Valsalva maneuvers were performed to ensure a good seal and the patient was discharged june 30, 2023, with no further leaks or headache. Therefore, the postoperative complications that led to the patient revision are inconsistent with an endotoxin contaminated durepair graft, or infected duragen and/or duraseal. The patient was discharged with a serosanguinous csf leak that was causal to the infection. Patient symptoms resolved after initiation of intravenous antibacterial medication and revision surgery. Additionally, the lot number reported in the duraseal report (mfg report number: 3003418325-2023-00015) found that the retained samples of the reported lot had no anomalies observed. In addition, a random retained sample was tested for bacterial endotoxin and the results were satisfactory. Root cause: the root cause is undetermined and was unable to be confirmed in the complaint evaluation. A DHR review and trending were performed as part of the investigation. Proper finished good testing is performed prior to release as indicated on each DHR. Product was not received for analysis and the investigation could not confirm the complaint. Per the dfmea, potential causes of failure include ¿issues with packaging.¿ the risk remains acceptable per the risk analysis will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2 reports linked to mfg report number 3003418325-2023-00015: a legal claim has been made against durepair, for which medtronic has reporting responsibility. Claim details read as follows: "his product was a confirmed recalled lot#. He experienced severe complications, including fevers (107) sepsis and possible meningitis. He reported that he was extremely ill, in critical condition, and almost died." Operative notes associated with the claim made against durepair make mention of duragen and duraseal which were concomitantly used, and read as follows: excerpt of operative notes of (B)(6) 2023: preoperative diagnosis: cerebral spinal fluid leak, hypothermia. Postoperative diagnosis: cerebral spinal fluid leak, hypothermia. Procedure: repair of a csf leak, evacuation of pseudomeningocele, replacement of dural patch with bovine pericardium. ¿¿once again, a significant amount of fluid was noted in the tissues throughout the surgical wound. A large sample of fluid was then sent to the microbiology lab for sampling. Mayo scissors were used to cut the previously placed sutures. A cerebellar retractor was then placed in the surgical wound to get good exposure. The previously placed duraseal and duragen were removed and sent also to the microbiology lab for testing. What was noted is that the bottom part of the dural patch was likely towed away and the sutures were out. This is similar to an inflammatory reaction to the materials used. The sutures were then all cut and the previously placed dural graft was removed. The surrounding tissues did not appear overly inflamed. The surgical wound was irrigated with copious amounts of saline. The intracranial contents were then examined. The tonsils were once again seen and had been retracted with bipolar cautery. There was good csf flow in both the central portion around the floor the 4th ventricle¿¿ excerpt of operative notes of (B)(6) 2023: preoperative diagnosis: chiari I malformation. Postoperative diagnosis: chiari I malformation. Procedure: suboccipital craniectomy and partial c1 laminectomy for chiari I decompression. ¿¿the foramen of magendi as well as the foramen of luschka were opened up significantly. There was obvious increase in flow of csf. Although not as dramatic, the left side was also mildly coagulated and foramina were opened up. Once adequate csf flow was confirmed, a dural patch was sewn to the open dura using 4-0 nurolon stitches. The area was valsalva¿d and there was no leakage of fluid. Two other small pieces of duragen were placed over the dural opening. Duraseal was used to put over the duragen. The cervical and cranial fascia was closed with 0 vicryl stitches. The subcutaneous tissue was closed with 2-0 vicyl stiches. The skin was closed with staples¿¿